Manufacturer narrative:
(B)(4). The device was not returned to maquet. However, pictures were provided. Based on the investigation, the root cause of the loose caps and luer lock cannot be attributed to any preventable cause. Although there is no supporting evidence the most likely cause for this damage would be rough handling.

Event description:
I have submittted two photos to rose titus which she forwarded to fairfield. I can also submit directly to wayne complaints? The was no cap on the hemoconcentrator and a luer lock on the oxygenator that had fallen off.

Manufacturer narrative:
(B)(6) 2015 09:39 am (gmt-4:00) added by (B)(6) ((B)(4)): it was indicated that the device is not available to be returned to maquet, a technical evaluation cannot be performed. Per our sop's, all events are tracked and trended to determine whether or not any trends develop. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
I have submittted two photos to rose titus which she forwarded to (B)(4). I can also submit directly to wayne complaints? The was no cap on the hemoconcentrator and a luer lock on the oxygenator that had fallen off.